Event description:
I had an MRI of my brain. My spinal cord stimulator is approved for head only MRI. The device was turned off prior to the MRI. Within a day I started getting electric shocks in my body at the site of the generator (right buttock). A few days after that the entire area started burning horribly, and I turned the scs off (I never turned it back on after that night). Days after that I also started experiences shooting nerve pain in my buttock and groin. I contacted the MFR (boston scientific) and also contacted my pain mgmt dr for help. I was seen several times by the dr and by the boston scientific rep. At one point, the rep gave me a large magnet to hold over the generator in my buttock to make it stop completely (even though it was still powered off). The magnet alleviated some of the burning sensation when held on top of the generator location, but the nerve pain continued. Sitting became incredibly painful and difficult, and pain med (tramadol and a fentanyl pain pump) were not helping at all. The dr finally explanted the battery and sent it back to boston scientific. They are not claiming any responsibility and maintain that it was a safe MRI, but the MRI obviously did something to the implant. The explant surgery was almost 2 months ago ((B)(6) 2019) and I can finally sit without excruciating pain; however, the burning sensation remains to a lesser degree than when it was in my body. My dr told me that boston scientific reached out to the hosp where I had the MRI and that everything was done by the book, so the problem is the scs itself not being head only MRI compatible after all, and now I have a permanent injury and nerve damage / pain. Surgery to explant device. FDA safety report ID# (B)(4).